Event description:
The hospital reported that during a coronary artery bypass procedure, after the heartstring iii seal was deployed, the customer was pulling the delivery device back and noticed that the seal was not placed properly as it failed to unfold. The inserted seal was removed and a replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).